Event description:
It was reported that multiple malfunction alarms occurred intermittently. Reportedly, pump was exposed to condensation. Customer¿s blood glucose value ranged from 99-100 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.